Event description:
It was reported that 8 days post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The pt initially presented to the hospital ER with chest pains. The following day the physician implanted a taxus express2 2.5x20mm drug eluting stent. The pt was discharged the following day on plavix. Seven days later the pt returned to the ER with chest pain. The pt was brought to the cath lab where the physician found a thrombosis in the stent. Ivus was used and a 3.0mm and a 2.75mm nc ranger balloon was used to post dilate, obtaining good results. The pt returned to the floor on integrilin.